Event description:
It was reported that a patient experienced peritonitis manifested by vomiting and diarrhea coincident with peritoneal dialysis. The patient was hospitalized for this event. The patient was treated with unreported antibiotics. At the time of this report, the patient had been readmitted to the hospital and placed on a feeding tube. However, it is unknown if the feeding tube was related to the peritonitis condition. The patient?s condition was described as ongoing and deteriorating. No additional information is available. This is report 1 of 2 for this peritonitis event.

Manufacturer narrative:
(B)(4). Batch reviews for potentially associated lot numbers h13e11027 and h13e24020 were conducted and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Additional information was received regarding this event. The patient¿s peritonitis was manifested by vomiting only. The diarrhea was associated with unrelated colitis. The cause of the peritonitis was unknown. The feeding tube that was put in place was to treat unrelated dehydration and anorexia. The patient was discharged from the hospital and had recovered from peritonitis at the time of the report. Pd therapy was ongoing. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.